Manufacturer narrative:
Phone number:(B)(6).

Event description:
Philips received a complaint on the heartstart mrx indicating that the device failed the self-test. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a paddle tray failure. The root cause of the paddle tray failure could not be determined. The issue was resolved by replacing paddle tray and the product is back in service.